Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during an unknown step of peritoneal dialysis therapy. The patient was not connected. The cause of the alarm was unable to be determined. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.